Event description:
A syringe with 20cc of the patients blood was attached to a anaerobic blood culture bottle. The syringe immediately emptied into the bottle. The bottle then forcefully broke into several pieces. Blood and glass srayed onto the wall and the phlebotomy table. There was no injury or fluid exposure reported to the patient or the phlebotomist.the manufacturer was notified of the event, and all remaining blood culture bottles were returned.